Event description:
Aspirating needle tip broke off during a mediastinoscopy procedure.

Manufacturer narrative:
Facility alleges that the distal needle tip for the mediastinoscopy scope broke off inside the patient. They report that the tip was retrieved by the physician and that no patient injury occurred. On (B)(6), one catalog number 507454 (pilling aspirating needle) was received for evaluation. During product evaluation it was determined that no manufacturing defects were evident. Evaluation revealed that the tip of the aspirating needle was soldered into the hole. Evaluation also revealed that the tip of the needle was bent at the junction of the hub, which resulted in fracturing the solder joint. Teleflex medical was not able to determine when the device was originally bent. Trending of catalog number 507454 (pilling aspirating needle) for the past twelve months reveals that there has not been any similar complaints on this product.